Manufacturer narrative:
Load cell. The issue was resolved for the customer by ordering the load cell for the customer. It was reported that the customer received the load cell and made the repair themselves.

Event description:
It was reported by service report that the zoom bed drives intermittently. No patient involvement or adverse consequences are reported.